Manufacturer narrative:
Evaluation summary: based on analysis results, this event is now determined to be a MDR malfunction. The analysis results found that the lcsc5 device a was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use." The analysis results found that the lcsc5 device b was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use." Each device is visually...

Event description:
It was reported that during a lap gastric bypass procedure, both disposables never activated. Both were attached to the handpiece properly, but stopped intra-operatively. Would not cut or coagulate. Changed out handpiece with new device; no pt consequence.